Manufacturer narrative:
The initial reported event was received on (B)(6) 2017. Of note, the reportable malfunction and serious injury [lead fracture and replacement] is normally submitted via a bimonthly medwatch report submission that would have been due on (B)(6) 2017. Information was subsequently received on (B)(6) 2017 and revealed pediatric malfunction and serious injury. As there is new information that reasonably suggests the device has or may have caused or contributed to a pediatric malfunction and serious injury, this event no longer qualifies for bimonthly reporting and is therefore being submitted as a 30-day report. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pacing lead (ipl) was explanted and replaced due to broken lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.